Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump was unable to perform prime and occlusion test due to prime alarm. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube window, cracked case at reservoir tube window corner, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 918 mg/dl. It was reported that the customer was stuck in the prime or rewind loop for the insulin pump. A new battery was installed to no avail. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.